Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, a 1.5mm cortex screw was received; the bag that came was still sealed but there was no implant in the bag. There was no patient involvement. This report is for a 1.5mm cortex screw self-tapping 9mm this report is 1 of 1 for (B)(4).